Manufacturer narrative:
Review of the manufacturing records support that there were no non-conformance noted during the manufacturing of the monitor and the device met all specifications prior to release. Please note that the monitor was manufactured december 8, 2006 and had an expiry date of december 7, 2011. The monitor has exceeded its expiry date by more than five (5) years. A review of the service history supports that there have been no prior issues requiring servicing prior to this report. Examination of the returned device was unable to confirm the customer¿s complaint. Over two (2) weeks of testing was performed and the device passed all analysis with no issues noted for any reason. The fault could not be replicated and no other issues were detected; the monitor performed as expected. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. In this case, the clinician was aware that there was the possibility of a malfunctioning monitor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The monitor is expected to be returned. However, at the time of this report, it had not yet been received. A supplemental report will communicate the results of the device history/service history record review, the evaluation results and the results of our investigation.

Event description:
It was reported that during use, the referenced vigilance ii monitor was dropped from a height of two (2) meters. No visible physical damage was observed and the monitor was subsequently used on a patient. Additional information confirmed that the individual who used the monitor was aware of the fact that the monitor had been dropped on the floor beforehand. No error or alert was displayed; however, inaccurate values were immediately observed on the display. The patient was not treated based on the suspect values and the monitor was then removed and replaced. There was no report of any patient compromise and no other system-related devices were identified as suspect.